Manufacturer narrative:
Investigation pending.

Event description:
Pt tested on two different inratio meters and two different strip lots. Pt was tested on their meter using lot #236690 and got an inr = 4.6. She retested the pt on a second meter at the lab (same model) using a different lot of strips lot #234591 and got an inr = 3.0.